Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. The complaint could not be confirmed, since no physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was returned. Therefore, no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that a foley (180705140) failed to deflate upon removal from patient. Urologist was called in to remove the catheter. Additional information: the patient was seen in outpatient clinic at another one of sites where a urologist needed to prep the patient's skin and puncture the balloon with a spinal needle to get it to deflate for removal (as per his dictated note). He had already tried multiple ways to deflate the balloon without success.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a foley (180705140) failed to deflate upon removal from patient. Urologist was called in to remove the catheter. Additional information: the patient was seen in outpatient clinic at another one of sites where a urologist needed to prep the patient's skin and puncture the balloon with a spinal needle to get it to deflate for removal (as per his dictated note). He had already tried multiple ways to deflate the balloon without success.